Manufacturer narrative:
H.6 investigation summary this complaint is for misidentification of proteus as e. Coli when using phoenix panel nmic/ID-307 (449289) batch number 2308989. The customer did not provide panel returns, photos or lab reports but provided isolate returns for the investigation. To investigate, three (3) retention panels from complaint batch 2308989 were tested using customer returned isolates of p. Mirabilis 773 on a phoenix m50 instrument and evaluated for identification results. All three (3) panels returned the correct identification results, therefore this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. H3 other text : see h.10.

Event description:
It was reported that 2 panel phoenix nmic/ID-307 miss ID. E coli was identified, confirmatory testing with maldi confirmed proteus. The following information was provided by the initial reporter: customer states miss ID. E coli was identified, confirmatory testing with maldi confirmed proteus.

Event description:
It was reported that 2 panel phoenix nmic/ID-307 miss ID. E coli was identified, confirmatory testing with maldi confirmed proteus. The following information was provided by the initial reporter: customer states miss ID. E coli was identified, confirmatory testing with maldi confirmed proteus.

Manufacturer narrative:
The following fields have been updated: h6. Investigation summary: this complaint is for misidentification of proteus as e. Coli when using phoenix panel nmic/ID-307 (449289) batch number 2308989. The customer did not provide panel returns but provided isolate returns, photos and phoenix generated lab reports for the investigation. The photos show the results of a maldi test, identifying the organism as proteus mirabilis. The lab reports show an organism identifying as e. Coli when using nmic/ID-307. To investigate, three (3) retention panels from complaint batch 2308989 were tested using customer returned isolates of p. Mirabilis 773 on a phoenix m50 instrument and evaluated for identification results. All three (3) panels returned the correct identification results, therefore this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that 2 panel phoenix nmic/ID-307 miss ID. E coli was identified, confirmatory testing with maldi confirmed proteus. The following information was provided by the initial reporter: customer states miss ID. E coli was identified, confirmatory testing with maldi confirmed proteus.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.